Event description:
A family member reported information on behalf of the patient. It was reported that the patient¿s stimulator was for their feet and leg, but has never worked. The caller stated that the patient has had 2-3 device replacements in the past, but didn't know why the patient had them replaced. The caller mentioned that someone had contacted them in june 2016 to schedule a replacement, but the patient wasn't ready at the time. The patient is now ready to have the device replaced. The patient was implanted for complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.